Event description:
It was reported that a patient underwent a scoliosis procedure on (B)(6)2022 and barbed suture was used. During the procedure, it was reported that the suture broke when sewing in surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what was the exposure time of the suture? Was the suture package opened and used right away per the IFU? -yes. Did the surgeon attempt to tie a knot with suture? Unk. What other instruments were used during the procedure? Unk. What layer of tissue was being used or closed? Unk. Are there sterile samples from the reported finished goods lot available for testing? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s) :triclosan. Dosage form: suture/solid/parenteral. Strength : 2360 g/m. Events reported via: 2210968-2022-08560.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/12/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product received for analysis was identified as product code sxpp1a405.visual inspection and metallurgical analysis were performed on the returned product. The needles were not fractured, therefor no additional analysis was performed. The needle was noted with marks that appears to be by surgical instrument. The evaluation of the samples revealed the needles were not fractured. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: h3 photo analysis investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed:photo shows one aluminum package was observed, product code sxpp1a405, lot number qpmbrx. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. H3 analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample that pertain to the product code sxpp1a405. During the visual assessment of the returned sample, it was noted that the swage and attachment area was as expected. Slight marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.